Manufacturer narrative:
(B)(4). Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Arrhythmias and conduction disturbances are also common after surgical repair or replacement of the tricuspid and mitral valves due to the proximity of the conduction pathways. In this case, the patient required a permanent pacemaker. Based on the available information, the root cause for the event remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that the patient required permanent pacemaker implantation on pod #13 after implant of a 21 mm pericardial aortic valve. As reported, the patient did required one episode of shock right after cross clamp had been removed. He then resumed a paced rhythm. Subsequently the pacer was taken off. The valve showed no perivalvular leaks and the function was good. The patient was hemodynamically stable and there were no complications. However, on pod #3, the patient experienced paf 160-170s, amio drip was started, and the patient converted to junctional rhythm rate 40s. The patient received a pacemaker on pod #13 due to bradycardia and atrial fibrillation. The patient was discharged home in good condition on post-operative day 14.